Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including daily/weekly/monthly testing without duplicating the report. An internal inspection resulted in no findings. The error log was manually cleared prior to evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.